Event description:
It was reported that prior to explant and replacement of the implantable cardiac defibrillator (ICD) the patient had an episode of ventricular tachycardia. The patient said that "the device had to be reset about a year ago, but there have been no subsequent problems with the system". Follow up with physician's office was attempted, but no clarifying information was obtained. The ICD was explanted and replaced due to elective replacement indicator. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned and analyzed. Analysis of the device revealed normal battery depletion.